Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure the needle fell out of the suturing device and into the patient abdomen. The component was retrieved without requiring the use of an x-ray. To resolve the issue in order to complete the case, they opened/replaced defective with new device. There is no known injury reported for the patient.